Manufacturer narrative:
Other, other text: one device was returned for evaluation. Visual inspection revealed a non-OEM top case, top case chipped on left corners and broken off tube holders, cracked right plunger case, and a non-OEM power cord. Review of the event history logs confirmed a ?travel course: check clutch plunger lever? Message occurred. Functional testing was performed and the reported issue was able to be replicated; the pump went into ?check clutch? During occlusion test. The root cause of the issue was determined to be the leadscrew and right and left clutch halves. The worn leadscrew was replaced along with the right and left clutch halves and clutch spring. Service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a travel course error. Per the reporter, there were no patient adverse effects.